Event description:
It was reported that the right ventricular (rv) lead had triggered an superior vena cava (svc) defibrillation impedance alert for a high impedance measurement on several occasions. Follow up with the company representative indicated the svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.